Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The foreign material was unable to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported, when the emboshield nav6 was removed from the anatomy after use, there was a substance on the filter. It appeared to be lint or sheared mesh from the filter. There were no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.